Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6)

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a call service alarm (call service alarm issue) issue; cs069. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/08/2016.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 01/22/2016 with the following findings: on investigation, the pump alarmed with a call service alarm during the first rewind attempt. A language corruption occurred at a component on the printed circuit board resulting in a call service alarm. Unrelated to the original complaint, the audio bolus button cover was found to be torn/punctured. The audio bolus button had normal response when tested. The battery compartment was noted to be cracked below the bumper pad. The display screen demonstrated vertical black lines/missing segments on the left of the screen. The pump case was removed and the display screen was found to be lifted from the adhesive.